Manufacturer narrative:
(B)(4). Batch # n56f1g. The analysis results showed that one gst60t cartridge reload was returned with 13 drivers missing and 3 drivers out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, tech had difficulty loading staple cartridge. Then noticed yellow pieces in the rinse basin. Then noticed the metal pan to the cartridge was loose on the proximal portion and could be moved aside exposing the yellow drivers. When it was passed off the sterile field, the circulator noticed yellow drivers inside the original package. Another like cartridge was used to complete the procedure. There were no adverse consequences for the patient.